Manufacturer narrative:
Recall numbers: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-14032. It was reported the pt is experiencing a heating sensation at her ipg site while charging. The pt reports the ipg site was blistered. Her physician advised her to charge for shorter periods of time. Follow up info identified the pt is still experiencing very painful heating while charging. The pt was advised to stop charging until an sjm representative can meet with her. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.